Event description:
The customer reported a leak from the eic (electrolyte injection cup) on a unicel dxc 660i synchron access clinical system. The customer stated approximately 118ml of fluid leaked from the probe and was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ise (ion-selective electrode) manifold assembly due to a defective drain valve located on the assembly to resolve the issue, no further leaking was observed. (B)(4).